Event description:
Initially, the dr was unable to apply a vacuum to the iabp catheter. The one-way adapter was changed. Then, a 3-way tap was attempted but still the doctor was unable to pull a negative pressure. Then, extreme pressure was applied to extracate the iab from the package. The catheter was not used because of concerns of catheter integrity. Event complications: none from the event-reported 9/26/97. Pt's current status: unk-rpt'd 9/26/97.

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with both membrane retainers noted to be in place over the folded membrane. The iab was in its blister tray. Visual examination revealed that one of the retainer clips was missing. No blood was noted on the exterior of the device. The original one-way valve or 3-way stopcock used with the iab was not returned for evaluation. Using a laboratory one-way valve attached to the male luer on the returned iab and a 60 cc. Syringe, it was possible to draw and maintain a sufficient vacuum on the balloon membrane without encountering any difficulty. With the vacuum applied, it was possible to easily remove the balloon from the membrane retainers. Probable cause of difficulty: based on the laboratory examination of the returned iab, no defect was found in the iab. It was not possible to determine the exact nature of the rpt'd problem or to verify the encountered difficulty in the laboratory. Having the opportunity to examine the original one-way valve may have provided some add'l insight into the rpt'd problem. Although conjectural, it is possible that there was a defect in the original one-way valve since the balloon tested fine. It was rpt'd that difficulty was encountered removing the balloon from the blister tray yet the iab was returned in the tray with both retainers in place. In general, difficulty removing the iab from the blister tray may be attributed to one or more of the following: 1. The user may have not drawn and maintained a sufficient vacuum on the iab prior to its removal from the tray. 2. The iab may have not been held by the y-fitting and withdrawn from the tray as depicted in datascope's instructions for use. 3. After a vacuum was drawn on the folded membrane, the user may have pulled the iab out of the blister tray on a sharp angle, rather than "straight out", causing the difficulty.